Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current test, sleep current test and displacement accuracy test. No alerts/alarms/anomalies noted during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. No alarms or alerts were found in adapt on the event date of feb 06, 2025 or one week prior. Confirmed 86750 (8.675 u) units of normal bolus was delivered on feb 06, 2025. Low reservoir alarm was set to 20 units, and it alarmed at 6.0 units and functioned properly. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case and label damage (faded end cap address label). Pump passed functional testing and no over delivery anomalies noted during testing. Unable to confirm low bg's. Low reservoir anomaly is not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery and emptying the reservoir. The customer reported blood glucose value of 35 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1886l. Troubleshooting was partially performed. It was unknown whether the auto mode feature/smartguard was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1886l was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: caller said that they had changed the catheter on (B)(6) 2025 at 6pm and alleged that on (B)(6) 2025, the pump injected insulin continuously, emptying the reservoir into the customer. Caller said the pump indicated that there were (B)(4) units in the reservoir even though it was actually empty. Caller said there was no alert/alarm in the pump to justify the events. Customer ended up with a low blood glucose value and fainted at school. Customer was given glucose/carbohydrates at home. External service provider does not perform troubleshooting. Pump was used within 48 hours of the low.